Event description:
The pt reported he is no longer receiving stimulation. The pt also reported he experienced his scs system auto-reducing as he increased stimulation to perception. Lead diagnostics showed invalid impedance values. Follow-up identified the patient's change in stimulation occurred after he had back surgery. A sjm representative was unable to resolve the issue with reprogramming. The pt is working with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.